Event description:
No specific product issue provided by the facility when they returned a personal alarm ii model 8203. No consequences or impact to pt reported. Inspection by posey shows that the alarms battery door is damaged which could potentially make the alarm work intermittently.

Manufacturer narrative:
Evaluation: results/conclusions: inspection shows that the alarm had a broken battery door. Device failure related to user handling, evidence of product abuse.